Event description:
Additional information received reported the patient was being considered for a lead revision but no date was provided and they were not sure if they were definitely moving forward with it. The cause of the shocking sensation was unclear.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v371989, implanted: (B)(6) 2010, product type: lead. Product ID 3387s-40, lot# v260017, implanted: (B)(6) 2009, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported on (B)(6) 2015 that the patient had been experiencing shocking when running a group impedance. The manufacturer representative (rep) was not sure how long this had been the case and she was notified about one month ago when the patient had a MRI. The patient was not getting a replacement yet, but the surgeon was trying to figure out what was going on. The surgeon may have known about the issue earlier, but was not certain. No interventions or patient outcome were reported, so additional information was requested. If additional information is received, a supplemental report will be sent.